Manufacturer narrative:
(B)(4). Physio-control has attempted to reach the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio for evaluation. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device did not have any voice prompts when powered on. Without voice prompts, the device could likely not be used by a user in a rescue situation. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer advised physio-control that this device has been removed from service. The device has not been returned to physio-control for evaluation.the cause of the reported failure could not be determined.